Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A person on unknown affiliation reported on (B)(6) 2015 that an infection in the patient's lower back area was noticed about four weeks prior. A magnetic resonance imaging (MRI) was being conducted to look for the infection that was possibly due to the device. The indication for use was non-malignant pain. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).